Event description:
It was reported that the patient experienced diaphragmatic stimulation with the 4195 left ventricular lead, and this lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was was blood in/on the lobe mechanism and on the outer tubing overlay. It was also noted that there was a retention sleeve problem. The analyst commented that the retention sleeve had a tear at the clip on site but that the retention sleeve was still intact.